Event description:
On december 10 nellcor puritan bennett received a call from reporter with facility alleging ventilator will not cycle with all leds and constant audible alarm. This unit was not on a pt.